Event description:
Boston scientific received info that this lead was explanted due to perforation. No additional info is available at this time. If additional info becomes available, this report will be updated.